Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual inspection showed multiple signs of wear and tear at the lead body. The insulation was damaged due to external fraying, especially 13 cm distal of the df-4 connector pin. This damage is with high probability the cause of the clinical complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, the analysis showed a deformation at the fixation screw of the lead, which is probably a result of the extraction procedure. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that oversensing was noted in iegm approx. 23 months after implantation. The lead was explanted.